Event description:
It was reported that the ventilator failed internal leakage and safety valve tests during pre-use check. There was no pt involvement. (B)(4).

Manufacturer narrative:
Biomed's troubleshooting at the hosp isolated the failure to the oxygen gas module. The defective part has been requested for investigation but not yet received. A supplemental MDR report will be sent when the investigation is completed. (B)(4).

Manufacturer narrative:
The returned oxygen gas module which regulates the inspiratory oxygen gas flow to the patient has been investigated. The reported pre-use checks failure was not reproduced during testing in a reference ventilator. The failure was confirmed in the received device logs showing that several sub-tests had failed due to leakage. Visual examination of the gas module showed traces of dried liquid on the nozzle unit's feather spring and on the top of the solenoid. This might have affected the axis in the solenoid so it could not close properly and thus caused the reported leakage during the pre-use checks. The root cause for the observed liquid traces has not been determined from this investigation.